Event description:
The patient contacted baxter's technical service center regarding a high drain 101/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) after use. The technical service representative (tsr) went through the therapy log and found that the patient had a high drain during drain 1. The programmed therapy was continuous cycling peritoneal dialysis/intermittent peritoneal dialysis with a total volume of 11500 ml, a total time of 10:00 hours, a fill volume of 2000 ml, a last fill volume of 2000 ml, a dextrose setting of same, the initial drain alarm set to 0 ml, the comfort control setting set to 36 degrees celsius, and the last manual drain setting set to no. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012, regarding the reported alarm. The nurse stated that she was not aware of the alarm. The nurse thought that an overfill could not occur with the new software, and ps informed the nurse that the new software now has an alarm when an overfill occurs. The nurse stated that the patient manually drains during the day so the initial drain alarm being set at 0 ml should not have caused the overfill. The nurse stated that the patient has not been in the clinic in over a month and as a result she put his account on hold. She stated that she has not been able to get a hold of the patient. She stated that the patient is trying to find a new clinic. She stated that she was going to attempt to make a house visit with the patient. She stated at that time she would check the patient's settings as well to make sure everything was programmed correctly. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was false empty detect and use error with initial drain alarm setting inappropriately programmed. A device history review was performed finding one exception during manufacturing, however, the device was repaired, retested, and found to be performing as designed before release. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.